Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version 4.11e retainer ring= black case type =ngp customer complained on 20 april 2023 the pump is over delivering and experiencing low bgs and keypad unresponsive and exposed to moisture and back light anomaly and charge/battery lasts less than expected. Unit was received with battery cap and found no anomalies on battery cap. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08740 inches. No over delivery anomalies, backlight anomaly noted during testing. Keypad overlay was responsive during testing. Toggled the brightness setting (level 1-5) and it functioned properly. Unit successfully downloaded to thus and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no alarms/anomalies/alerts on event date in history files and traces. Confirmed (18.9) units of normal bolus was delivered on ((B)(6) 2023): 00:00, 00:05, 00:10, 00:15, 00:20, 00:23, 00:25, 00:30, 00:35, 00:40, 00:50, 00:55, 01:00, 01:05, 01:20, 01:25, 01:30, 01:50, 01:55. Unit was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, pillowing keypad overlay, cracked case (battery tube), fading serial label, cracked lcd window. The p-cap/reservoir does lock properly. No over delivery anomalies noted during testing. Possible over delivery anomaly is not confirmed. Keypad unresponsive & backlight anomaly & charge/battery lasts less than expected are not confirmed. Exposed to moisture is confirmed at the force sensor. Unable to confirm low bg during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.